Event description:
It was reported that the t2 was not deployed. T2 was removed from the patient. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.